Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate. It was indicated that the radiofrequency head connector was loose. It was also confirmed that the display was hard to open. It was also indicated that the stylus did not work, the system fan was noisy, and the case was broken. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate a device. The radiofrequency head was changed but the issue remained. The programmer lid was also difficult to open. The programmer was returned for service. There was no patient involvement.